Manufacturer narrative:
No patient results impacted by this event. A beckman coulter field service engineer (fse) was dispatched to the customer site. The cause of this event was confirmed as loose substrate fluidics bulkhead tubing fitting. A loose fitting may allow the introduction of air into the substrate fluidics system and compromise substrate delivery; compromised substrate delivery has the potential to generate erroneous patient results. In this instance, there was no report of erroneous patient results. The fse tightened the substrate fluidics system fitting on the analyzer bulkhead to resolve this issue. (B)(4). All mdrs associated with this report are: 2122870-2015-00670; 2122870-2015-00672.

Event description:
On (B)(6) 2015 the customer reported that they had obtained an ind-flagged (indeterminate) troponin I (access accutni+3) result for an unspecified number of patients on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Results flagged with ind errors do not generate a numerical value. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. There was no report of change or impact to patient treatment as a result of the ind-flagged access tni+3 result. Access accutni+3 calibration met specifications on (B)(6) 2015. Quality control results (qc) were not provided. System check performed on (B)(6) 2015 failed specifications. MDR 2122870-2015-00672 addresses this event. A beckman coulter (bec) customer technical specialist (cts) advised the customer to perform another system check, which failed to meet specifications. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.